Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "tubing does not meet specification and obstruction in tube or kinked tubing". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 1. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter. 2. Position hanger on bedside rail near the foot of the bed using string or hook. Important: hang drainage tube in a straight fashion from bedside to drainage bag using sheeting clip to secure drainage tube to sheet. 3. To empty bag: a. To remove outlet tube from housing, gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. Note: if specimen is required, see directions for using urine sample port. 4. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. Directions for using bard ez-lok® sampling port: bard ez-lok® sampling port accepts a luer-lock or slip tip syringe. 1. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site. 2. Swab surface of site with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80¿100-degree angle). Press the syringe firmly and twist gently to lock the syringe onto the sampling port. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sampling port. Periodic observation of the sampling port is recommended. 4. Aspirate desired volume of urine. 5. Unkink tubing and send specimen to laboratory." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the tubing of the drain bag would not allow urine to flow down through it. It was stated that the tubing was connected from the foley catheter to the night bag, but only a tiny bit went inside the bag. It was also stated that the urine was in the tube and appeared to block the catheter. The user tried to self-troubleshoot and disconnected the tubing from the catheter. When the user checked to see if the catheter was able to flow, the catheter released urine and flowed. Then the user attempted to flush the tubing and bag with warm water, but it did not flow down the tubing at all, it just back flowed from the top and was flowing out from the top. The user readjusted the bag and tubing from side to side and also held the tubing up, but no flow was observed. Per follow up with customer on 29apr2021, there was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tubing of the drain bag would not allow urine to flow down through it. Stated that the tubing was connected from the foley catheter to the night bag but only a tiny bit went inside the bag. Also stated that the urine was in the tube and appeared to block the catheter. The user tried to self troubleshoot and disconnected the tubing from the catheter. When the user checked to see if the catheter was able to flow, the catheter released urine and flowed. Then the user attempted to flush the tubing and bag with warm water, but it did not flow down the tubing at all, it just back flowed from the top and was flowing out from the top. The user readjusted the bag and tubing from side to side and also held tubing up, but no flow was observed. Per follow up with customer on (B)(6) 2021, there was no impact to the patient.